Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was in the hospital as an inpatient. There were episodes of atp for ventricular tachycardia and stored episodes of atr when ventricular tachycardia was below the cut off rate. The physician elected to reprogram the device. The device remains in service. No adverse patient effects were reported.